Event description:
It was reported that the 9600 system needed an x-ray tube, batteries, and cables after being taken out of storage. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, batteries, and cable were replaced during the service call. The system was tested and found to be working as intended, and put back into service.